Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) omitted tones. A device check was performed which revealed a premature battery depletion (bd) alert. It was noted that this patient was in the hospital however unrelated to their s-ICD. Technical services (ts) discussed options with the health care professional (hcp). No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced with a new s-ICD, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) omitted tones. A device check was performed which revealed a premature battery depletion (bd) alert. It was noted that this patient was in the hospital however unrelated to their s-ICD. Technical services (ts) discussed options with the health care professional (hcp). No adverse patient effects were reported.